Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). The consumer reported that the patient¿s ins had changed positions and was physically moving around a lot. The consumer reported that the ins wasn¿t working. The consumer reported that the patient was in terrible pain. The consumer reported that when they turned therapy on to help with the pain, it bothered the patient¿s waist/hips. The consumer reported that there was something wrong. The consumer reported that the patient had a small fall and went to the hospital with back pain due to the fall and the fall could be related to the reported issues. The consumer reported that the hospital said the back pain was due to the patient¿s ¿normal condition¿ and sent the patient home with some medications. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.